Manufacturer narrative:
Reported by dental facility. Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the brush head of their sonicare power toothbrush was coming loose while brushing. No injury reported.